Manufacturer narrative:
Product 515302, lot 1024992, qty 20.160, produced october 2022. Manufacturing process was conducted in accordance with document (B)(4) and all quality control activities have been performed according to quality specification (B)(4) and (B)(4). According to DHR, there were no quality notifications observed during manufacturing process related to customer complaint. After detailed investigation, it can be said that there is one potential root cause which could be connected with packaging process of subject product. During sealing process there could happen that packaging machine sliced the infusion set.. This batch have been packed at packaging machine multivac idn 373. If customer provide additional information that could help to conduct more detail investigation, investigation of this customer complaint will be revised, as needed.

Event description:
No additional information provided.

Manufacturer narrative:
Product 515302, lot 1024992, qty 20.160, produced october 2022. Manufacturing process was conducted in accordance with document 15-0137 and all quality control activities have been performed according to quality specification 10-0160 and 10-0255. According to DHR, there were no quality notifications observed during manufacturing process related to customer complaint. Photographs provided displaying flattened tubing. After detailed investigation, it can be said that there is one potential root cause which could be connected with packaging process of subject product. During sealing process there could happen that packaging machine sliced the infusion set. This batch have been packed at packaging machine multivac idn 373. If customer provide additional information that could help to conduct more detail investigation, investigation of this customer complaint will be revised, as needed.

Event description:
C61 (515302) tubing was found flattened before usage. Multiple c61 was found with defect, attached pir tracker for your reference.

Manufacturer narrative:
The manufacturing location for this product is cazin, bosnia. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd phaseal¿ secondary sets c61 were found with damaged/flattened tubing before use. The following information was provided by the initial reporter: "c61 (515302) tubing was found flattened before usage. Multiple c61 was found with defect"